Manufacturer narrative:
(B)(4). Concomitant medical products: 00784301506 - versys beaded fullcoat 6 in - 60344506, 1249-54-000 ¿ depuy duraloc dynamic locking ring 54mm - x89ae1000, 1220-32-154 - depuy duraloc marathon acetabular liner 10o lnr ang 54mm od - y55ct1000, unk - unknown depuy acetabular shell ¿ unk. Reported event was confirmed by review of operative notes stating that upon removal of the femoral head, corrosive debris was noted at the base of the neck and within the head. A white color fluid was noted and evacuated. A pseudocapsule was also noted and evacuated. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left hip revision approximately 9 years post implantation due to pain and metallosis. During the revision, signs of metallosis, cold welding, corrosion at the neck-stem junction, pseudotumor, and trunnionosis were noted.